Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was 399 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.